Event description:
There was an allegation of unspecified oversensing made against the lead. Alert for high ventricular rate was detected. Per form provided by the distributor indicated that the lead was explanted.

Event description:
There was an allegation of unspecified oversensing made against the lead. Alert for high ventricular rate was detected. Per form provided by the distributor indicated that the lead was explanted.

Event description:
Abbott was made aware of the event in switzerland involving the 1084t/35 model myodex myocardial lead in october 2022. This product was involved in an event where the lead was implanted along with the associated abbott pacemaker. As such, this lead was referenced and recorded in our product experience handling records. Abbott performed various good faith efforts with the field and associated hospital to see if there were any allegations of malfunction against this lead on october 18, november 1, november 2, and november 10, 2022. During the november 10, 2022 response from the field, abbott was notified that there is no allegation or issue with the product involved. In the event that new information is received, the record will be reassessed for evaluation.